Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 30jul2019. Report date: 01aug2019. Information was received that confirmed the touch screen was functioning. Based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death or serious injury. The navigation-ring not working does not affect the functionality of the ventilator. The unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.